Manufacturer narrative:
Manufacturer ref # (B)(4) are related to the same event. The concomitant products: carto 3 system model # m-4800-01 serial # (B)(4); smart touch bidirectional model# d-1327-05-s, lot # 16107500m.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer got high force reading and the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The issue occurred while preparing to ablate. The customer had finished connecting the left veins and had this issue pop up when going to the right sided pulmonary veins. When they went to the right side and had one high force reading and it appeared as if the catheter was visually flipping across the screen on carto and the physical manipulation of the catheter. Replacing the catheter cable, rebooting the piu and changing the catheter did not resolve the issue. The procedure was completed with changing out the catheter cable again without any patient consequence.